Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Procode is krd/hcg. (B)(6). The healthcare professional reported that during the coil embolization targeting a paraophthalmic aneurysm with normal vessel tortuosity, the physician chose to change the position of the 2mm x 2cm galaxy g3 xsft coil (glx120202 / l13331) in the target aneurysm; during the retraction of the coil was partially in the echelon¿ 10 microcatheter (medtronic) and partially outside the microcatheter, the physician noticed that the coil had already detached / separated and could no longer be pulled back into the microcatheter. It was reported that the coil did not detach at the detachment zone on the device positioning unit; it became separated into two pieces. The physician removed the entire microcatheter to remove the separated coil in its entirety, no fragment was generated; the coil pieces were removed easily without additional intervention. According to the physician, the cable was not connected to the coil. This was the first malfunction the physician has experienced with cerenovus coils. The reported event did not cause any blood flow restriction / reduction in the parent vessel. The event caused an approximate 15-minute prolongation of the procedure, but the physician did not consider it clinically significant. The procedure was successfully completed with a flow diverter, no coils were used. There was no adverse event or patient complication associated with the reported issue. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (l13331) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information provided but without the product and concomitant microcatheter available for analyses, the reported customer complaint cannot be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported event. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. . The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization targeting a paraophthalmic aneurysm with normal vessel tortuosity, the physician chose to change the position of the 2mm x 2cm galaxy g3 xsft coil (glx120202 / l13331) in the target aneurysm; during the retraction of the coil was partially in the echelon¿ 10 microcatheter (medtronic) and partially outside the microcatheter, the physician noticed that the coil had already detached / separated and could no longer be pulled back into the microcatheter. It was reported that the coil did not detach at the detachment zone on the device positioning unit; it became separated into two pieces. The physician removed the entire microcatheter to remove the separated coil in its entirety, no fragment was generated; the coil pieces were removed easily without additional intervention. According to the physician, the cable was not connected to the coil. This was the first malfunction the physician has experienced with cerenovus coils. The reported event did not cause any blood flow restriction / reduction in the parent vessel. The event caused an approximate 15-minute prolongation of the procedure, but the physician did not consider it clinically significant. The procedure was successfully completed with a flow diverter, no coils were used. There was no adverse event or patient complication associated with the reported issue.